Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no change to the visual indicator on a 5f exoseal vascular closure device (vcd) and the device came out as-is. Hemostasis was achieved via manual compression. There were no reported injuries to the patient. The device was used for hemostasis after a below-knee (bk) treatment via an ipsilateral antegrade approach from the right common femoral artery (cfa). The device was inserted into an unknown 5f short sheath and was used according to normal procedure. Backflow stopped, and the device was carefully withdrawn further. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was no change to the visual indicator on a 5f exoseal vascular closure device (vcd) and the device came out as-is. Hemostasis was achieved via manual compression. There were no reported injuries to the patient. The device was used for hemostasis after a below-knee (bk) treatment via an ipsilateral antegrade approach from the right common femoral artery (cfa). The device was inserted into an unknown 5f short sheath and was used according to normal procedure. Backflow stopped, and the device was carefully withdrawn further. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an ipsilateral antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.